Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter was displaying an error message indicating there was not enough blood on the test strip. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.